Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Event description:
The initial reporter stated that the pump was not running and was not alarming. They did not provide more specific information or say what alarm had failed. Mmd did not follow up with the initial reporter, because they stated they did not have any additional information about the complaint. They did not report any adverse effects to the patient due to the complaint. Complaint- (B)(4).

Event description:
The initial reporter stated that the pump was not running and was not alarming. They did not provide more specific information or say what alarm had failed. Mmd did not follow up with the initial reporter, because they stated they did not have any additional information about the complaint. They did not report any adverse effects to the patient due to the complaint. [Complaint-(B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.